Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedances and had a confirmed fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.